Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a time and date reset after the pump was powered off for 9 minutes. During testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. Adequate testing of the time and date reset could not be completed due to the alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).